Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, which did not confirm the reported problem. The long attachment was attached to a drill without any issues. In addition, a bur was inserted into the long attachment and the test failed. There is an obstruction prohibiting the bur from passing through the long attachment. This confirms the reported problem associated with the piece that fell out of the long attachment. The distal bearing has deteriorated creating the obstruction. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure.

Event description:
It was reported that before procedure when trying to put bur into long attachment on handpiece, a small piece of metal fell out of long attachment and wouldn¿t lock on. No patient involved.